Event description:
It was reported that revision surgery was performed due to disassociation of the femoral head from the liner.

Manufacturer narrative:
The plastic deformation of the liner is likely due to femoral neck impingement. During manual reduction, large lever-out forces may have been implanted to the acetabular construct. The impingement, combined with potentially high lever-out forces, may have resulted in the disassociation of the femoral head from the liner.